Event description:
Customer reported receiving a no delivery alarm on the insulin pump multiple times during bolus. Customer stated that they have already changed their site and set and troubleshooting was not performed. Customer's blood glucose reading at the time of the incident was 211 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.